Event description:
Event occurred in 2003 at pt's home. Asked to check ventilator due to a large number of high pressure alarms occurring when the pt was sleeping quietly. Ventilator found to be autocycling despite changes in sensitivity setting. Accessories: humidifier. Unit on ac power at the time of event.